Event description:
It was initially reported to bsc/target that during the procedure on two occasions it was impossible to pass a transend-10 guidewire distally through the balloon, so inflation was not possible. The pt's condition was not affected by this event. On eval of the sentry balloon catheter it was found that its balloon was ruptured, thus this complaint became an MDR.